Manufacturer narrative:
Investigation: no product is at hand. Conclusion and root cause: no product available and therefore an analysis is not possible. No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. It was reported that a part in the patient became dislocated and a revision surgery has to be performed.